Event description:
The reporter stated that the surgeon was using a competitor's lens with an aq cartridge-fp and the cartridge split. This occurred prior to any contact with the patient.

Manufacturer narrative:
Cartridge tip split.